Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise oversensing. The patient was evaluated in clinic, where isometric testing across all vectors confirmed myopotential presence. The patient stated that approximately one month after surgery regained arm mobility, and during vigorous drying after bathing in cold conditions, the shock was triggered. The device was operating on the primary vector, which remains in use. The patient was counseled to avoid intense movements, and ongoing monitoring was advised. The device remains in service, with no additional adverse patient effects reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise oversensing. The patient was evaluated in clinic, where isometric testing across all vectors confirmed myopotential presence. The patient stated that approximately one month after surgery regained arm mobility, and during vigorous drying after bathing in cold conditions, the shock was triggered. The device was operating on the primary vector, which remains in use. The patient was counseled to avoid intense movements, and ongoing monitoring was advised. The device remains in service, with no additional adverse patient effects reported.